Manufacturer narrative:
The following fields were updated per additional information received: event, relevant tests/laboratory data, and other relevant history. The additional information provided for this complaint does not change the previous investigation conclusion. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a on (B)(6) 2017, report from CT (computed tomography): "the tips of the ivc filter reside the retroperitoneal fat e.g. Medial strut in the aortocaval fat, abutting or near the aorta."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 01jun2018, per a report from computed tomography 2; ¿the filter cone lies against the left posterior ivc wall. The anterior strut penetrates 5 mm through the ivc wall. The left strut penetrates 5 mm through the ivc wall. The posterior strut penetrates 5 mm through the ivc wall. The right strut penetrates 4 mm through the ivc wall.¿

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00309. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under this manufacturer report reference#. Occupation: non-healthcare professional. (B)(4). Investigation evaluation: the following allegations have been investigated: migration, tilt, vc perforation, pe, dvt, pain, disability. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dvt, pain, and disability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
It was reported the patient allegedly received a gunther tulip femoral vena cava filter implant on (B)(6) 2007 due to bariatric surgery. The patient is alleging migration, tilt, vena cava perforation, pulmonary embolism and deep vein thrombosis. The patient further alleges lower back, hip and groin pain, the inability to: lay on right side, sit or stand for long periods or lift leg, and the inability or limited ability regarding exercising, walking, bending over and sexual activity. It was also reported that per the (B)(6) 2018, computed tomography-abdomen without intravenous contrast: "findings: inferior vena cava filter: the apex of the filter is millimeters below the left renal vein. The filter is tilted posteriorly and to the left, approximately 16.5(?). The apex touches the wall of the inferior vena cava. There are no broken or bent struts. There is no evidence of inferior vena cava stenosis. There are struts perforating the wall of the inferior vena cava, anteriorly, posteriorly, right lateral and left lateral. There is no involvement of adjacent structures. Impression: 1. The inferior vena cava filter is tilted with the apex touching the wall of the inferior vena cava. 2. There are multiple struts perforating the wall of the inferior vena cava without involvement of structures".